Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 6.2 was failed, there was read/write cubie error. The customer reported that the malfunction occurred while the user trying to issue medication to patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.2 failed and it was unable to be released. The field service engineer (fse) inspected the row board connections along with all connections on the controller boards. After removing and reconnecting them, the unit still failed to detect many cubies properly. The fse had resolved the issue by replacing the drawer controller and module controller as set. The retractor band had also been inspected but had not been replaced, as it had been in good condition. Following these actions, the drawer had been reconfigured, and all cubies had been tested for proper functionality. Finally, the fse verified the unit¿s functionality using the tester application. The system functioned as intended after the field service engineer repaired the device.